Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the fill estimate issue showing 0 units instead of the anticipated 250 units, and a cartridge alarm noted in the pump history. There was an impact on the customer's blood glucose level, causing it to rise above 500 mg/dl, although the specific value was unknown and displayed as "high." The customer had not yet taken corrective action but intended to administer a correction dose as needed. Assistance from tandem technical support enabled the caller to successfully reload the cartridge, achieving an additional 180 units after reinstalling it.